Event description:
Rec'd report from abbott international affiliate, abbott spain, of knotting of a thermodilution catheter during use. "A male with chronic obstructive lung disease and pneumonia was admitted to an ICU unit due to an episode of cardiac arrest. When he was hospitalized a swan-ganz catheter was placed in a femoral vein. The device wedged while it was being placed so it had to be placed again. When the swan-ganz catheter was going to be extracted, the physician realized that its handling was difficult and that the device could not move properly. An x-ray showed that the catheter had some kind of knot. The catheter was extracted after two hours of careful handling showing a double knot in its length. The pt did not suffer any untoward consequence."

Manufacturer narrative:
The complaint is confirmed on the sample returned for examination. The sample exhibited two knots in the catheter extrusion. The second knot looped over the first. Co is unable to determine the cause of the non-conforming condition. This appears to be a low level defect. A work order history review could not be performed because a lot number was not submitted with the sample.